Event description:
The advocate stated, the customer tested her blood glucose and received readings of 450 and 469 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 169 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. When customer service attempts to get more information from the caller, he ended the call. No product will be returned.